Event description:
It was reported that arctic sun device failed calibration error 80 (water check time out - unable to reach calibration temperature). Expected was 6 and actual was29. Chiller temperature (t4) was 3.3c, mixing pump command (mpc) was 100 percentage, circulation pump command (cpc) was 46 percentage. Mixing pump failure.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was failed mixing pump. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that arctic sun device failed calibration error 80 (water check time out - unable to reach calibration temperature). Expected was 6 and actual was29. Chiller temperature (t4) was 3.3c, mixing pump command (mpc) was 100 percentage, circulation pump command (cpc) was 46 percentage. Mixing pump failure.